Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that when the device was plugged into alternating current (ac) power, none of the leds were illuminated. The customer requested onsite service by a field service engineer (fse).

Manufacturer narrative:
The field service engineer (fse) went to the customer site to evaluate the device. The fse confirmed that the device would not power on and replaced the power cord. The fse was unable to complete testing to return the device to use and will plan further service at the customer site to complete the testing.

Manufacturer narrative:
On 30dec2024, the field service engineer returned to the customer site to complete the performance verification test (pvt) to confirm that the device had been returned to full functionality. The device passed all of the testing included in the pvt, confirming that the device was fully compliant with manufacturer specifications and was ready to be returned to use.